Event description:
The pt was receiving a treatment iwth 10% dextrose, when a reading correctly showed 23 mmol/liter glucose in the blood. A reduced amount of dextrose was decided but not done. Later the medical staff incorrectly read a valid glucose result of 55 mmol/liter as 5.5 mmol/liter and assumed wrongly the reduced dose was effected. This resulted in a continued 10% dextrose treatment. No other treatment was given. The pt died. The medicall staff has taken full responsibility for the pt death. The event happened in february 2004, exact date unk.